Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A third party service agent contacted physio-control to report that their customer¿s device displayed a black screen and only the on/off button was functional. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
A third party service agent evaluated the customer's device and verified the reported issue. The third party service agent replaced both the system controller (sc) and user interface (ui) pcb assemblies and then completed other, unrelated, repairs. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. The device itself was not returned to physio-control for evaluation. Both the removed sc pcb and ui pcb assemblies were returned to physio-control for analysis. Physio-control further evaluated the removed ui pcb assembly and initially observed that it would boot-up with a black screen and was unresponsive to button presses and, as a result, would be unable to charge and shock; however, during subsequent testing the reported issue could no longer be duplicated. The cause of the reported issue was the ui pcb assembly; however additional component level cause could not be determined. The removed sc pcb assembly was an ancillary part and there were no issues observed with the assembly. Device not evaluated by manufacturer.

Event description:
A third party service agent contacted physio-control to report that their customer¿s device displayed a black screen and only the on/off button was functional. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Section d4 of the initial medwatch report indicates: device identifier (di) number ¿ blank. Section d4 of the initial medwatch report should indicate: device identifier (di) number ¿ (B)(4).

Event description:
A third party service agent contacted physio-control to report that their customer¿s device displayed a black screen and only the on/off button was functional. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.